Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation alleges that the patient suffered severe and permanent physical pain, injury, disability, physical disfigurement, metallosis and excessive levels of chromium and cobalt. Update (B)(4) 2012 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update (B)(4) 2013-legal claim received. The dor was provided. There is no new additional information that would affect the outcome of the investigation. Update: (B)(4) 2014- ppd with medical records received. Patient was revised to address disability. During revision, corrosion was found on the trunnion. The stem and sleeve have been added to the complaint. The stem remained in situ. This complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.